Event description:
The customer reported that a pt death occurred and though they did not indicate that the device was a factor, they did indicate that the patient had an asystole event after which there was a delayed response to the pt.

Manufacturer narrative:
(B)(4): the customer reported that a patient death occured and though they did not indicate that the device was a factor, they did not indicate that the pt had an asystole event after which there was a delayed response to the pt. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.